Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043925) on 10-aug-2015. The most recent information was received on 21-jan-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("could not locate the coil on the right side") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 755522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "upon confirmation testing no blockage was seen/ right fallopian tube did not block/ left fallopian tube was occluded, but not on her right side/1 tube ID not occlude". Medical conditions: about six months following this procedure, she underwent hsg testing which indicated that he left fallopian tube was occluded, but not on her right side. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains/ occasional pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ pain during intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("heavy cramping"), abdominal pain lower ("cramping/ lower abdomen pain") and dysgeusia ("rental taste in her mouth"). At the time of the report, the device dislocation, back pain, dyspareunia, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower and dysgeusia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff went. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Case category upgraded from other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.